Manufacturer narrative:
Device is a combination product. A promus premier ous mr 32 x 3.50mm stent delivery system (sds) was returned for analysis without the manifold attached. A visual examination of the stent found damage. Stent struts lifted from their crimped position on the most proximal and most distal strut rows. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The stent length was measured with calipers and the result was within the crimped stent length measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a break located at 2.2cm proximal to the distal end of the strain relief as well as a kink at the distal end of the strain relief. The manifold was not attached. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-may-2020. It was reported that difficulty positioning occurred. The patient presented with myocardial infarction. The target lesion was located in a left coronary artery (lca). A 32 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, after repeated adjustments, the stent could not be precisely placed in the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.